Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. However, there were signs of previous moisture presence on electrical board on the back of the lcd screen, and inside and underneath the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 556 mg/dl at the time of incident. Customer was treated with insulin pump and then there blood glucose was 280 mg/dl. The customer stated that insulin pump was exposed to fluid. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.